Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that in the process of receiving a dicom image from the imaging device, the navigation device received an abort command from the imaging device. The issue appeared to be related to tt11140 "spine deletes o-arm exam when scpdaemon causes the transfer to take too long". If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as expected. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the image did not transfer from the imaging system to the navigation system.. Site confirmed there was a nav tag on the image. Site completed the procedure with the use of an alternate navigation system. There was no impact to patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.